Event description:
It was reported that the customer keeps receiving an unexpected restart alarm and an external ram error alarm. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer mentioned that when the battery gets low, she removes the battery and loses the date. Customer also mentioned that the plunger goes all the way back. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after the battery change causing a reset due to a faulty connector at the interface circuit board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.